Manufacturer narrative:
This device has been returned however analysis will not be performed as the reason is known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due to erosion and infection with sepsis. No additional adverse patient effects were reported.